Event description:
Image transfer from the kodak ektascan storage phospor reader (kesper) to the quality control workstation (qcw) was not possible due to potential database corruption initiated by improper shutdown of both systems by hospital personnel. The cr-400 system (computed radiography) met its performance specifications in accordance with its labeling. The malfunction was attributed to user error. The systems were rebooted without following the appropriate recovery instructions. The pt expired prior to the scanning and transfer of the image according to hospital personnel.